Event description:
Reportedly, the physician implanted the alizea dr sn (B)(6). At the end of the implantation, when the pocket was sutured, he interrogated the alizea device: - lead impedances > 3000 ohms - flat egm, it seemed that there was no capture at all. He tried to change the pacing mode but the result was the same. He wanted to reopen the patient to check for the lead connection and just before, he decided to interrogate again the alizea device and everything was ok: normal impedances and egm. The physician complaints that he had not re-interrogated the device, he would have re-opened the patient for a programmer bug.

Manufacturer narrative:
The analysis of the provided expert files showed that alizea (B)(6) mentioned in the complaint description was interrogated at 11:34. Prior to the interrogation of alizea subject (B)(6), the tablet was used to interrogate another alizea (B)(6) from 8:52 to 11:33, which means that the ble was connected to alizea (B)(6) until 11:33, so that the data we have prior to the communication of alizea subject (B)(6) with the tablets was linked to an endless session with the previous alizea (B)(6). As we can see, the lead impedances were > 3,000 ohms and the egms were flat egms, so the alizea (B)(6) was still in the box. By closing the programmer session at 11:33 and restarting a new interrogation at 11:34, the doctor initiated the first communication with device (B)(6) (the one implanted). As reported this interrogation provided normal electrical values. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the physician implanted the alizea dr sn (B)(6). At the end of the implantation, when the pocket was sutured, he interrogated the alizea device: - lead impedances > 3000 ohms - flat egm, it seemed that there was no capture at all. He tried to change the pacing mode but the result was the same. He wanted to reopen the patient to check for the lead connection and just before, he decided to interrogate again the alizea device and everything was ok: normal impedances and egm. The physician complaints that he had not re-interrogated the device, he would have re-opened the patient for a programmer bug.

Event description:
Reportedly, the physician implanted the alizea dr sn (B)(6). At the end of the implantation, when the pocket was sutured, he interrogated the alizea device: - lead impedances > 3000 ohms - flat egm, it seemed that there was no capture at all. He tried to change the pacing mode but the result was the same. He wanted to reopen the patient to check for the lead connection and just before, he decided to interrogate again the alizea device and everything was ok: normal impedances and egm. The physician complaints that he had not re-interrogated the device, he would have re-opened the patient for a programmer bug.

Manufacturer narrative:
The analysis of the provided expert files showed that alizea (B)(6) mentioned in the complaint description was interrogated at 11:34. Prior to the interrogation of alizea subject (B)(6), the tablet was used to interrogate another alizea (B)(6) from 8:52 to 11:33, which means that the ble was connected to alizea (B)(6) until 11:33, so that the data we have prior to the communication of alizea subject (B)(6) with the tablets was linked to an endless session with the previous alizea (B)(6). As we can see, the lead impedances were > 3,000 ohms and the egms were flat egms, so the alizea (B)(6) was still in the box. By closing the programmer session at 11:33 and restarting a new interrogation at 11:34, the doctor initiated the first communication with device (B)(6) (the one implanted). As reported this interrogation provided normal electrical values. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the physician implanted the alizea dr sn (B)(6). At the end of the implantation, when the pocket was sutured, he interrogated the alizea device: - lead impedances > 3000 ohms - flat egm, it seemed that there was no capture at all. He tried to change the pacing mode but the result was the same. He wanted to reopen the patient to check for the lead connection and just before, he decided to interrogate again the alizea device and everything was ok: normal impedances and egm. The physician complaints that he had not re-interrogated the device, he would have re-opened the patient for a programmer bug.